Event description:
It was reported that signal loss for over an hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss for transmitter with serial number (B)(4) was not found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that signal loss for over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and failed. A review of the share logs was performed and signal loss for transmitter with serial number (B)(6) was not found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).